Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical product: revitan, distal part, straight, uncemented, 16/140; item# : 0100405116; lot# : 2549265. Biolox delta, ceramic femoral head, l, 32/+3.5, taper 12/14; item# : 00877503203; lot# : 2614027. Allofit alloclassic shl 58/ll; item# : 00000004248; lot# : 2523750. Durasul, alpha insert, ll32; item# : 0100013412; lot# : 2521901. Therapy date: (B)(6) 2021. The manufacture received x-rays and other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and underwent revision surgery due to loosening of the connector with the shaft.

Event description:
Note: this product: 01.00402.075 revitan proximal stem was added to associated products as it is not related to the reported event. Therefore, please delete this report from your system.

Manufacturer narrative:
Note: this product: 01.00402.075 revitan proximal stem was added to associated products as it is not related to the reported event. Therefore, please delete this report from your system.